Event description:
Reporter states the softclix plus lancet will not prick the customer's finger; reporter states the needle is sticking out of the cap (lancet will not retract). The customer did not provide the location where the malfunction occurred. Customer did not indicate when they noticed the malfunction. The malfunction was confirmed upon evaluation by the manufacturer. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent. Softclix plus lancet lot number bas024.

Manufacturer narrative:
The suspect product is the softclix plus lancet.